Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The patient experienced peritonitis on (B)(6) 2014, and while treatment was still ongoing they experienced a relapsing event around (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The nurse stated that the cause of the peritonitis was unknown, further described as not related to the use of a minicap with a missing sponge (as initially reported), however, this could not be confirmed. On an unreported date, the patient was hospitalized for the peritonitis event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy used a minicap with a missing sponge and experienced peritonitis. It was not reported if the patient was hospitalized for this event. The patient was treated with vancomycin and gentamycin (intraperitoneally, for twenty one days, dose not reported) for the event. It was reported that while treatment was still ongoing, in the month following the initial peritonitis event, the patient experienced a relapsing event. The patient was treated with vancomycin and gentamycin (intraperitoneally, dose and frequency not reported) for the relapsing event. At the time of this report, antibiotic therapy was completed and the patient had recovered. Action taken with pd therapy during this event was not reported. Additional information was requested but is not available.